Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI no.: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome by zimmer biomet china on october 24, 2019 revealed that the calibration was out of specifications at all settings. The motor speed was below specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet china on october 24, 2019 which included replacement of the vespel bearings, semi-circle bearings, screws, motor, reciprocating arm, needle bearing, and external e-ring. Air dermatome, serial number 112816, was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vespel bearings, semi-circle bearings, screws, motor, reciprocating arm, needle bearing, and external e-ring was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign: (B)(6).

Event description:
It was reported that while using the equipment it was difficult to remove the skin due to insufficient power. The event occurred before the surgery. No harm or delay was reported.